Manufacturer narrative:
Follow-up #1: date of submission 05/11/2017. Device evaluation: the device has been returned and evaluated by product analysis on 04/24/2017 with the following findings: the black box shows a replace cartridge alarm on (B)(6) 2017 at 05:01; insulin deliveries resumed at 10:43. An auto off alarm was recorded on (B)(6) 2017 at 21:55; insulin deliveries never resumed. A replace battery alarm was recorded on (B)(6) 2017 at 23:24, deliveries resumed at 23:52. The pump was exercised for 24hrs with a 2.0u/hr basal rate; at end testing the basal history correctly showed 2.0u and tdd showed 48.0u. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. No delivery interruptions or eaw¿s occurred during the investigation. Unable to duplicate the complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The device is not required for return to animas.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging the patient¿s blood glucose on (B)(6) 2017 was 34.1 mmol/l with diabetic ketoacidosis and unspecified ketones. The reporter noted the patient was hospitalized and treated with intravenous fluids and the pump¿s settings were recently changed by a healthcare provider. During troubleshooting, it was reported that the patient received and empty cartridge alarm at 5:01 on (B)(6) 2017; the patient filled cartridge at 22:37; the delay of insulin delivery was 17 hours, 36 minutes. There was no indication or allegation of a pump malfunction. This complaint is being reported because the reported health event was attributed to a use error.